Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad lld spring and plunger clamp in the problem area the pipetter assembly. The fse replaced the spring and plunger clamp. The instrument was inspected, tested without further problem, and returned to service.